Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that during generator replacement surgery a vbat <eos message was received when the new generator was attached to the existing lead. It was reported that the physician removed the generator from the lead and tested the generator with a test resistor which yielded the same results. It was reported that the physician removed the electrocautery from the field prior to the generator and lead being connected. A new generator was implanted and the generator showing the vbat <eos was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the explanted generator was completed on 06/17/2015. An end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were also observed on the pulse generator can, which indicated that the pulse generator may have been exposed to an electro-cautery tool. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status indicated ok. The battery voltage value stored within the generator (3.051 volts reported during fet) suggests the device is not at a near end-of-service condition.